Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician, (B)(4); observed during analysis. Analysis found the device in reset due to an anomalous component within the high voltage circuitry. The exact cause could not be determined.